Event description:
It was reported, the patient is no longer receiving stimulation and is unable to communicate with external devices. It is unknown when the patient last charged her ipg. An sjm representative met with the patient and confirmed the issue. Surgical intervention is pending to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Recall: 1627487-07262012-002-r. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified an sjm representative met with the patient and effective stimulation was reportedly restored postoperative.

Event description:
Follow-up revealed the patient underwent surgical intervention to explant and replace the ipg. An sjm representative will meet with the patient at a later date to turn stimulation on.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.